Event description:
The customer contact reported the pt received less prbcs (packed red blood cells) than intended. At 0900, the device was programmed to deliver prbc, at a rate of 110 ml/hr, with a vtbi (volume to be infused) of 330 ml, for a duration of 3 hrs, and the delivery was started. After approximately 3 hrs, the nurse reported there was an unspecified volume remaining in the container instead of the expected empty container. At that time, the nurse reported the device was reprogrammed to deliver an unspecified vtbi, at an unspecified rate, for an unspecified duration and the delivery was started using the same tubing set. After an unspecified length of time, the therapy was complete. The nurse reported the delivery was complete in 4 hrs and 45 minutes instead of the intended 3 hrs. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the history indicates that on (B)(6) 2012 at 0852, the device was programmed for a basic delivery using the drug library to deliver prbcs, at a rate of 21 ml/hr, a vtbi of 100 ml, for a duration of 4 hrs and 46 minutes, and the delivery was started. At 0905, the rate was increased to 110 ml/hr, vtbi 330 ml, for a duration of 3 hrs. At 1210, an end of infusion alarm occurred, was cleared, a volume delivered of 334.8 ml is indicated. At 1212, a vtbi of 60 ml was programmed. At 1245, an end of infusion alarm occurred, was cleared, and a volume delivered 60 ml is indicated. At 1250, a vtbi of 40 ml was programmed. Between 1304 and 1305, the delivery was stopped, the rate increased to 125 ml/hr and the delivery started. At 1311, an end of infusion alarm occurred was cleared, and a volume delivered of 40 ml is indicated. At 1313, a vtbi of 60 ml was programmed. At 1342, an end of infusion alarm occurred, was cleared, and a volume delivered of 60 ml is indicated. At 1400, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.